Event description:
(B)(4). My procedure and device was covered 100% by my insurance. When I had questions I was told to stay off the internet. All stories on the internet are not true. Below is a list of all my symptoms that appeared after having the procedure. Fatigue, tingling in hands and feet, weight gain/bloating in abdominal area (resemble being pregnant), random stabbing pain in vaginal opening and pelvic area, almost all of my fillings have fallen out and my teeth are chipping away to the gum line. Joint pain in both shoulders and wrist, insomnia, headaches, dizziness , painful intercourse, loss of libido, mild depression , acne, dry skin/eyes, hot flashes, mild incontinence, anxiety, swelling of feet, blurry vision.